Event description:
On 31-mar-2025, a spontaneous report was received via email regarding a 22-year-old female who used a welly flex fabric bandage. On (B)(6) 2025, the consumer topically applied a welly flex fabric bandage covering a tiny wound from her minor gynecological procedure. Approximately at 2 pm that day, the consumer attempted to carefully remove the bandage. When she removed the product, a piece of her skin was torn which was the size of a nickel. For treatment she used an over-the-counter antibiotic ointment and kept the area lightly covered when she was sleeping. As of (B)(6) 2025, the area was healing, scabbed over, and was getting smaller every day. The wound did not have any signs of infection. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.